Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, occurring a few times and not frequently, and the user elected to monitor rather than replace the device. Symptoms included no reported adverse clinical effects. Outcomes included no loss of therapy, no alarms, and no medical intervention or hospitalization. Investigation included user education and troubleshooting through customer support. Investigation of this case revealed an intermittent device user interface responsiveness issue localized to the sleep/wake button, with no confirmed hardware failure due to limited occurrence and no replication. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to inability to reproduce and insufficient evidence of a systemic device malfunction.